Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia (hld), type 2 dm. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported and learned from medical records that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 5 months due to severe stenosis. The patient presented with dyspnea on exertion. The tavr was performed with a 23mm 9755rsl transcatheter valve. The patient was stable and in recovery post procedure, then was discharged pod#2. Per medical records, the patient presented shortness of breath and dyspnea on exertion. Echocardiogram and tee revealed severe stenosis with a mean gradient of 39 mmhg. The patient underwent a tavr procedure and a 23mm 9755rsl transcatheter valve was deployed successfully without complications. The patient tolerated the procedure well and was transferred to ICU in stable condition then was discharged on pod#2.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.